Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the hosp staff noticed hair on the sterile packaging of the (B)(4). A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.